Event description:
It was reported that the ilet system exhibited insulin leakage at the cartridge chamber, with the user initially replacing only the cartridge and attaching the connector to the cartridge before insertion, after which support guided a full supply change (cartridge, connector, and tubing) and correct assembly; blood glucose was affected with a reported high of 534 mg/dl, and the user later reverted to subcutaneous insulin pens due to persistent hyperglycemia and running out of pump insulin. Symptoms included headache and dry mouth associated with hyperglycemia. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage problem associated with a seal issue at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.